Manufacturer narrative:
(B)(4).

Event description:
It was reported that during the prostate procedure, with 76,250 joules used and 12:08 minutes expended, defective fiber; laser was pointing straight out of the tip of the fiber was noted. The tip (cap) of the fiber was not cleaned during the procedure. The fiber was exchanged, and the procedure was completed utilizing the second fiber. No patient or user injury was reported.

Manufacturer narrative:
Product evaluation: failure analysis for fiber (B)(4): the glass cap shows a circumferential fracture on the distal side of fiber/cap fusion zone at the bevel edge; the fiber proximal to fracture can rotate independently of metal cap; the glass cap exhibits severe devitrification at output window; the metal cap exhibits mild detritus adhesion and signs of crystal deposits on surface; the outer flow tubing open end exhibits slight abrasions, and partially erased red octagonal sign and blue arrow indicator. Based on device analysis, the potential for forward firing may exist. Probable root cause: based on the device analysis, the probable root cause of the failure is: heat accumulation. Cap wear was accelerated due to anatomical/procedural factors (tissue contact and technique) encountered during the procedure which would limit the performance of the fiber.